Event description:
It was reported that stent damage occurred. A 3.00 x 16mm synergy xd drug-eluting stent was advance for treatment. However, upon delivery, the stent fractured and the stent strut was bent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 16mm stent delivery system was returned for analysis with a haemostatic valve attached. Examination of the crimped stent via scope found evidence of damage with mid-section struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 16mm synergy xd drug-eluting stent was advance for treatment. However, upon delivery, the stent fractured and the stent strut was bent. No patient complications were reported.